Event description:
During a shoulder procedure the ceramic portion of the distal end of 2 vapr se electrodes broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient. (See MDR 1221934-2006-00021 for device 2 of 2 of this issue).